Event description:
It was reported that the patient presented to the hospital with syncope and diaphragmatic stimulation. It was also reported that the right ventricular [rv] lead had no capture at high output. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.